Event description:
The customer reported finding two defective grounding pads during the a radio frequency ablation procedure. The impedance showed high (300 ohms) and thus limited the current delivered to the lesion as the user tried to increase the voltage. This problem was eliminated by changing to a new kit and back up system. There was no injury to the patient. Upon return, testing found both grounding pads had a stress fracture on the foil at the tab end of the pad. The other pad is reported on MFR report # 1717344-2009-00235.

Manufacturer narrative:
(B) (4). The concomitant needle electrode was found to have a broken weld. It was made prior to implementation of improvements in the soldering process. This product was returned for too high an impedance. However, when the sample was evaluated, it was found to have no electrical continuity due to a stress fracture in the foil at the tab end of the electrode. A stress fracture at the tab end of the electrode with resultant non electrical continuity has the potential to cause a patient burn. A failure analysis into the occurrence of stress fractures found that they could be induced by manipulation of the tab during assembly, application to the patient and removal from the patient. Additionally, a device that has been reused and subjected to multiple manipulations has a much greater chance of incurring a stress fracture. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as cited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained on the proper use of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises. Additionally, in march 2007 manufacturing improvements were implemented to reduce the possibility of stress fractures.